Event description:
Refrence number (B)(4). Event occured in canada it was reported that the patient experienced a bent cannula event, and the insertion site was the abdomen. No further information is available

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 5